Manufacturer narrative:
Product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 399930, lot# j0454616v, implanted: (B)(6) 2004, product type lead. (B)(4).

Event description:
It was reported that a patient had a device replacement surgery. The patient felt stimulation, but impedances showed some high values. It was noted that '4-7' had high impedance values and there was a suspected fracture/open. It was unclear if this meant electrodes 4 through 7 or electrode pair 4 and 7. It was reported that the patient was programmed to 'just 4-7' and was feeling stimulation. It was noted that this was a good sign that the system was intact despite the impedances. Two days later, it was reported that the patient was able to get good coverage. A follow-up report will be made if additional information becomes available.